Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's blades had mechanical and indentations and burrs. It was concluded that the damage to the blades was likely due to mishandling/misuse. Failure analysis investigation also found that the instrument's flush tube had kinks in the backend. The kinks occur prior to the flush tube entering the idler block/gimbal plate. Kinks can restrict fluid flow, preventing proper flushing of instrument. The distal end of the instrument's main tube had scratches that measured .049 x . 562. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the blades on the monopolar curved scissors instrument were blunt. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.